Event description:
It was reported that two hours post implant the left ventricular (lv) lead was not capturing in any pacing configuration, even at maximum pacing output. The lv lead had dislodged and was programmed off at that time. Since then the lv lead has been explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 5076 x2 leads, implanted: (B)(6) 2014. (B)(4).